Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2010, 05/27/2010, and 06/07/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "wound leakage" (no code available); "disappointed in vision" (postoperative refraction, unexpected). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). An administrator reported that an intraocular lens (iol) was removed and replaced due to wound leakage noted after insertion of the iol. The patient was reported to be disappointed with his vision following the iol implant surgery. Additional information has been requested.